Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The insulation was found abraded through 21 cm distal to the is-1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the insulation was found damaged due to wear in the distal end region. It is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. These insulation damages are assumed to be the root cause of oversensing. Additionally, the fixation helix was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead was extracted due to oversensing in the ventricular channel. Should additional information be received, this file will be updated.